Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection found sensor needle bent inside sensor base.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that needle was hard to remove after insertion. Customer¿s blood glucose was unknown. Customer stated that needle was attached to the sensor and customer was not reporting sensor or introducer needle fractured while in the body. Sensor will be returned for analysis.